Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6), male, pt, the device's pacer output was incorrect. Complainant indicated that there was no adverse event to the pt due to the reported malfunction.